Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-10. Investigation summary: customer returned (5) 1/2cc, 12.7mm, 29g syringes in sealed blister packs from lot # 0125327. Customer states that some of the syringes contain a liquid. All returned syringes were examined and a small amount of clear liquid was observe din each of the syringes. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 0125327. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure. Root cause: maintenance dispatch (l2l) #104004 was created on 19aug2020 for loose barrel guide in the prep dial. The guide maintains the barrels to remain in a erect position while silicone is added into the barrel.

Event description:
It was reported that the bd micro-fine¿+ insulin syringe had foreign liquid in it. The following information was provided by the initial reporter, translated from dutch to english: "we use bd insulin syringes to administer substances to mice for medical research. We use these syringes because the scale is more accurate than with an ordinary 1 cc syringe. Some of the syringes contain a liquid. I'd like to know if this should be in there. The liquid is not in other syringes from the same batch. In the syringes where no liquid is visible, it is also not visible when the plunger is pulled or when the needle is blown empty. We have been using these syringes for some time, but we have never noticed the presence of this liquid in some of the syringes. A number of mice that we injected with this showed signs of intoxication, so we are trying to find out if this could be related to the liquid in the syringes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd micro-fine¿+ insulin syringe had foreign liquid in it. The following information was provided by the initial reporter, translated from (B)(6) to english: "we use bd insulin syringes to administer substances to mice for medical research. We use these syringes because the scale is more accurate than with an ordinary 1 cc syringe. Some of the syringes contain a liquid. I'd like to know if this should be in there. The liquid is not in other syringes from the same batch. In the syringes where no liquid is visible, it is also not visible when the plunger is pulled or when the needle is blown empty. We have been using these syringes for some time, but we have never noticed the presence of this liquid in some of the syringes. A number of mice that we injected with this showed signs of intoxication, so we are trying to find out if this could be related to the liquid in the syringes."